Event description:
The following has been reported: broken cassette holder. A preliminary review of the logs was not performed. The device was returned for evaluation. The device was returned due to the upper left loading pin becoming unseated from the loading linkage, preventing proper lever arm function. Log files were pulled from this unit and it was discovered the unit powered off mid infusion consistent with the capacity fade issue. As such the battery packs will also be replaced. Upon evaluation the upper left loading pin was indeed unseated from its guides, and turning the pin allowed it to click back into place. This failure was also examined internally and is consistent with the user forcibly prying the cassette from the disabled pump. It was also found the set ID had become physically damaged. An internal investigation found the lever boot retaining plate and the rear cover o rings were also damaged. Reporting as a conservative measure due to the capacity fade issue during investigation. No adverse effects were reported.